Event description:
On (B)(6) 2012, the reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultraping meter was experiencing an unusual issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began on (B)(6) 2012 at 1:30pm. The reporter stated that the "subject meter was sending 0 bolus to the insulin pump while the meter was turned off." The cca was informed by the reporter that the patient manages her diabetes with the insulin pump. The reporter claimed that the patient did not develop any symptoms and was "sent home by the school nurse" after the reported issue occurred. When the patient arrived home, the reporter gave her usual dose of medication, 20 units of lantis. The cca noted that the reported issue remains unresolved with troubleshooting. Replacement products have been sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and did not receive any form of medical intervention for an acute complication of diabetes. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The patient returned the subject test strips. However, the evaluation of the product is not required since the alleged issue refers to meter issue only. The 510(k) # is k082590.